Event description:
It was reported that the right ventricular (rv) lead showed oversensing and short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2008-(B)(6); (B)(4)